Event description:
Customer reported that the insulin pump's tubing connector was too large for the reservoir. Customer reported that the cap would not lock into place. Blood glucose level was 121 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.